Event description:
Patient reported left side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of contracture capsular is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient additionally reported against left device "radial folds" and "peri-implant laminar serous collection". Device was explanted and replaced with non-allergan device. Patient later reported "post-operative bruise and severe pain" (non-device related).

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported left side "capsular contracture baker grade 4, intense pain, implant deformation" and "implant rotation". Patient additionally reported "I just had a stroke in (B)(6)2021" (non-device related). The device remains implanted.